Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to (B)(6) 2012. Info obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 mins in duration occurring on (B)(6) 2012. Investigation confirmed that there was excessive current drain of the device, although testing did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. The device switching itself on coupled with the excess current drain would cause the premature depletion of the pad-pak (battery). The returned pad-pak from lot 678 was tested and confirmed that it had been depleted. Pad-pak 678 had a use until date of 06/2013. The pad pak, which contains the electrodes and batteries, is labeled for single use but samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.